Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
The customer reported via phone call that they had a reservoir leak. Customer's blood glucose was unknown at the time of incident. The customer reported seeing liquid dripping out of the reservoir chamber during the prime process. The customer stated fluid was in the reservoir compartment. Troubleshooting found the insulin pump passed a self-test. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
One opened and used reservoir was inspected and the snap cap and septum were missing. The leak test could not be performed.